Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: a visual inspection was performed on the returned guide wire and the reported break/separation was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the reported information, it is likely that during advancement against the totally occluded lesion, the guide wire and polymer became bent. Additional manipulation and/or inadvertent mishandling while attempting to reach the lesion the core ultimately separated resulting in the core separation and subsequent damages to the coils and polymer. The teflon coating damages were likely caused by the torque device. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that the procedure was to treat a lesion located in the right coronary artery that was a chronic total occlusion. The pilot guide wire was advanced and reached the target lesion; however, under fluoroscopy, it was noted that the wire had unraveled and was held together by a fine thread; thus, remained in one piece. The device was gently removed along with the non-abbott catheter. The procedure was abandoned as several devices had been used that were not able to cross. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.